Manufacturer narrative:
One forcefx-8c generator was received, and examination of the received device could not confirm the reported issue. The investigation found the device to function normally and within specifications. No potentially contributing issues were identified. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure where this device was used, a patient received burns that resulted in muscle damage. The generator was in use with a non-medtronic handpiece and patient return electrode. The non-medtronic return electrode was reported as damaged. The hospital has indicated that no further information is available.